Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-2324bcc swivelock was inserter in the tibia, the inserter started to deform and the anchor was not able to advance. When surgeon removed the inserter, the anchor pulled out with it. A new swivelock was used to complete the case without further issues. This was discovered during an acl reconstruction on (B)(6) 2022.